Event description:
It was reported there was an alarm heard with telemetry not yet performed. The reporter had been told the pump had been empty since september but the details were not known . The pump was ¿not functioning¿ and was scheduled for replacement in (B)(6). The patient was at the hospital for a ¿neurological change.¿ the patient was currently on oral baclofen. The pump was being used to deliver baclofen. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).